Event description:
As the surgeon attempted to "fire" the device he encountered greater than normal "force to fire" resistance. The device (stapler) also failed to fully retract the blade when the surgeon attempted to retract. Also upon inspection, the surgeon found that the "staple line" from the device was incomplete.manufacturer response for stapler, cutter, surgical: to send the instrument back to company for analysis.